Event description:
According to user information: "on (B)(6) 2025 at 11:45 a.m., ms. (B)(6) reported the death of a patient due to air in the heart in relation to (B)(6). A CT thorax abdomen examination with ultravist 300 in 500 ml glass bottles at a flow rate of 3ml/s with 21ml nacl / 100ml km / 30ml nacl. The contrast agent was not preheated. A 320 cm patient tube was used. Access was via a port system that is also used for chemotherapy. Ms. (B)(6) was unable to state the amount of air. The injector did not show any error messages."